Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Moreover, the lead was also causing the patient to experience diaphragmatic stimulation. Chest xray showed that the lead was dislodged and pulled back into the superior vena cava (svc). The lead was repositioned. All measurements were good after repositioning. The lead remains in service. No additional adverse patient effects were reported.